Event description:
It was reported that the foot of the maestro large fixed duraguard was bent during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the foot of the maestro large fixed duraguard was bent during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of a bent duraguard foot was confirmed by the technician through visual evaluation. A bent duraguard can occur if excessive side load was applied to the feature. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.